Event description:
During an ablation procedure using hansen robotics with carto xp and navistar thermocool catheter in the left atrium, the patient's blood pressure dropped and the heart was checked with the acunav ultrasound for effusion. Mild effusion was found and the ablation was discontinued. The effusion was drained, the patient received blood transfusion and was stabilized. No need of surgery. Patient's condition improved in the ep lab. Patient stayed an extra day at the hospital.

Manufacturer narrative:
The hansen robotic system is not 510(k) cleared for use with ablation catheters, therefore, this case was an off-label use.